Manufacturer narrative:
(B)(4). The customer returned one, opened cvc catheter for analysis. The guide wire was not included within the returned kit. No signs of use were observed. Visual analysis could not be performed on the guide wire as it was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a kinked guide wire was not able to be confirmed through complaint investigation. Visual and functional analysis could not be performed as the guide wire was not returned for analysis. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was kinked prior to patient use. No patient involvement.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the spring wire guide was kinked prior to patient use. No patient involvement.